Event description:
The pt has been experiencing breathing problems. It was reported that the pt was given a stress test and after being on a treadmill for 6 minutes, a sonogram was done on the pt's heart. The results were inconclusive. Further follow-up revealed that prior to the vns implant, the pt experienced shortness of breath with their anxiety disorder. The physician reported the shortness of breath is probably not related to vns therapy.